Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was not a maquet product a kink was found on the catheter tubing approximately 58.4cm from the iab tip. A second kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The pressure and extender tubing were also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and found a break within the y-fitting. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred and the blood pressure signal disappeared from the cardiosave intra-aortic balloon pump (iabp). It was noted that there was no issue while in the catheterization room, but the issue occurred once the patient was moved to the ccu. The customer attempted to disconnect and reconnect the fiber optic cable, but the waveform remained lost. Therapy was continued using a transduced arterial line. The iab was removed after approximately two days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).